Event description:
The customer reported that when weight is removed from the sensor, the alarm will not sound. The customer reported that the sensor is less than 6 months old. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). The product has been requested to be returned but has not been received. MFR references file # (B)(4).